Event description:
During scheduled maintenance by physio-control it was observed that the customer's device would not provide an ECG through the paddles lead and that the device's AED mode would not be available. An ECG could still be obtained through a standard 12-lead ECG cable and defibrillation was still possible in manual mode. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a failure of an ic (integrated circuit) chip, designator u15 on the therapy pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.